Event description:
This ra lead was implanted on (B)(6) 2013 and still remains implanted at this time. In a product experience report received on (B)(6) 2018. It was suspected that this ra lead has insulation damage, low impedance measurements and evidence of noise. The physician was unknown at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).